Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative covid-19 at-home test result. On (B)(6) 2022, at 9:00 a.m., the consumer performed covid-19 at-home test and the result was positive. On (B)(6) 2022, at 9:30 a.m., the consumer performed covid-19 at-home test and the result was negative. The consumer stated that extra drops of the solution were used during this test. The consumer's symptoms include congestion and sore throat since (B)(6) 2022. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.